Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was approximately 200 mg/dl. Customer uses admelog insulin. Reportedly, the customer changed the infusion set and resumed insulin delivery.